Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the dialyzer header area of a revaclear 400 during hemodialysis therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.